Event description:
It was reported from the customer that the air leaked from the quick connector. Some blood was collected, but could not be transferred to the patient. An unspecified amount of blood needed to be discarded. A back-up device was used. There were no reports that pre-donated blood was required and no reports of adverse consequences.

Manufacturer narrative:
The device was not returned to the manufacturer because it as discarded by the account.